Manufacturer narrative:
Unique identifier: UDI_not_required. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a ge field engineer (fe) was performing a system upgrade which involved replacement of the gradient coil. In the process of removing the old gradient coil, the fe's ring finger on his left hand was pinched between an insertion tool and a cart handle. The fe went to the emergency room and was diagnosed with a tuft fracture to his finger. He also had a laceration which required stitches and he needed to have his finger nail surgically removed. The fe was wearing ge recommended personal protective equipment (ppe) in the form of work gloves when the incident occurred.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The insertion tube was moved with the cart while the field engineer's (fe) fingers were on the handle. A second fe inadvertently pushed the tube, causing the pinch and subsequent finger injury. The procedural instruction is clear to remove the insertion tube prior to moving the cart. The procedure is well-defined and comprehensive, and the investigation confirmed that the fes involved had previously completed the appropriate training for this procedure. The root cause is user error. No deficiency was identified in the mr products or processes.